Event description:
On 01/14/1999 following a stent procedure an angio-seal device was placed in pt's right groin. Device deployment was without difficulty and intial hemostasis was immediately achieved. One to two hours post deployment the pt was noted to have a bleed and a hematoma (size unknown). Manual pressure was held followed by a femostop (duration unknown). A venous sheath was pulled when hemostasis was achieved for the second time. A decrease in the pt's hematocrit (level unknown) was noted and required a transfusion on one or two units of whole blood. The pt was discharged from the hosp without further sequelae. As of 02/16/1999 there has been no further report to the manufacturer of complication or additional pt sequelae.